Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with a neurostimulator for spinal pain. It was noted that the patient also had pump system implanted. It was reported that the patient needed a lumbar spine MRI. The caller believed that the scs lead may have migrated. The event date was asked but unknown by the caller. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.